Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a failure of a self-expanding stent to expand correctly occurred. An unspecified size wallstent endoprosthesis with unistep plus delivery system was selected for use to treat the lesion. Upon stent deployment, it was noticed that the stent was not deploying or "flowering correctly." Subsequently, the stent was successfully implanted and the procedure was completed with this device. No patient complications were reported and the patient's status was good.